Event description:
During a follow-up with the home patient (hp)'s caregiver (cg), it was found that he was using smaller bags, so when they ran short, he tried to add an additional bag to the secondary line, but did not open any of the clamps on the lines that were in use. The cg stated that, nevertheless, he was not able to proceed as the hc machine stopped therapy due to the air it had sucked in from the empty bag. The homechoice (hc) machine kept pulling and there was no fluid to pull. The cg insisted that it did not breach the sterile pathway. Per hp's father, hp did not have any harm or injury from this event and that hp is doing fine and continuing therapy. This writer advised the cg to discuss with the nurse about changing bags after starting therapy. The cg agreed. The cg stated that everything has been resolved and the patient is doing fine. The cg stated that they ended up getting different bags from the clinic. There was no patient injury or medical intervention associated with this report.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
During troubleshooting of a check lines & bags alarm that appeared on the homechoice (hc) display during fill 11 of 12, the home patient (hp)'s caregiver (cg) reported that the heater line had air in it and the bag was crinkled. The technical service representative (tsr) explained the issue, assisted with troubleshooting, suggested to end therapy and inform the nurse. The cg wanted to continue with the hc machine as cg did not have manual supplies. The cg would call back if alarm reoccurred to end therapy. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The lot number and sample availability are unknown at this time. Baxter is attempting to obtain additional information. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a check lines and bags alarm was not confirmed. The product was not returned to baxter for evaluation. It was not possible to review manufacturing records for the lot because the lot number is unknown. The cause of the check lines and bags alarm was an empty solution bag. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error of caregiver adding another solution bag during therapy to try and resolve the alarm. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation for the check lines and bags alarm is in progress through (B)(4).